Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) experiencing stimulation in the stomach. The patient reported that ap proximately eight months ago, she went to pick up her daughter and felt a pull/tug on her back. Since that time, stimulation had been in her stomach. She could only use it one to two hours before turning it off. They were scheduling reprogramming. The issue had not been resolved. Indication for use included lumbar radiculopathy, and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the patient was successfully reprogrammed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.